Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Ischemia and disability are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that immediately post procedure, the patient's condition worsened due to ischemia. Fifteen days post procedure, the patient was discharged with moderate disablity. No further information is available.